Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during evaluation of the sample, it was noticed to be ruptured. It was received in three pieces. Additional testing was not performed to avoid compromise the device integrity. No other anomalies were discovered. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture . Concomitant products: 550cc mentor memorygel breast implant, catalog # 3505501bc, lot # 5767469, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation procedure with a 500cc mentor memorygel breast implant and experienced rupture on the right side post-operatively. As a result, the patient underwent bilateral device removal and replacement with 550cc mentor memorygel breast implant, catalog number 3505504bc, serial number (B)(4) on the right side and 650cc mentor memorygel breast implant, catalog number 3506504bc, serial number (B)(4) on the left side on (B)(6) 2019.